Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, following a successful delivery of defibrillation energy, the display on the device went blank. The customer indicated that they were unable to perform any function on the device once the display went blank and the device acted as if it were locked up. The customer then pressed and held the power key to power the device off and once it was powered back on, normal functionality was observed. The reported device issue occurred during transport; however, they had made it to the hospital. When the issue occurred, the customer retrieved a backup device with an approximate delay of a minute. The patient was being treated for a sudden cardiac arrest and was down approximately 4 minutes prior to the customer arrival. The patient did not survive the event. The customer (B)(4) advised that the death of the patient was not a result of the reported device issue.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a patient event, following a successful delivery of defibrillation energy, the display on the device went blank. The customer indicated that they were unable to perform any function on the device once the display went blank and the device acted as if it were locked up. The customer then pressed and held the power key to power the device off and once it was powered back on, normal functionality was observed. The reported device issue occurred during transport; however they had made it to the hospital. When the issue occurred, the customer retrieved a backup device with an approximate delay of a minute. The patient was being treated for a sudden cardiac arrest and was down approximately 4 minutes prior to the customer arrival. The patient did not survive the event. The customer (deputy ems director, mpa and emt-p) advised that the death of the patient was not a result of the reported device issue.